Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.  Omnipod insulin management system ¿ user guide.  Model: ust400. 17845-5a-aw rev b 09/17.  Checking your blood glucose.   Chapter 4 / page 36.  Warnings:  test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.  Checking your blood glucose.   Chapter 4 / page 42. Warning:  blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.  Living with diabetes.   Chapter 11 / page 119.  Avoid lows, highs, and dka.  You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.  Living with diabetes.   Chapter 11 / page 126.  Warnings:  if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.  If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself.  To avoid dka.  The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that after wearing the pod for longer than 48 hours on the back, the patient's blood glucose (bg) levels continued to rise. The night prior, patient's bg level was "mid-200s, not quite 300 mg/dl". Patient awoke at 4:00 am to feeling nauseous; despite an insulin correction administered, bg levels were over 600 mg/dl. Patient drank water and laid down for 1-2 hours but bg levels were still high. Patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis. Pod was removed and patient was treated with an insulin drip, fluids, nausea medication, antibiotics and zofran. Patient spent a total of 3 days in intensive care unit (ICU) and 1 day in patient care. Patient was also given one round of intravenous medicine due to vomiting blood, but he reported this is not uncommon as there is a pacemaker on his abdomen.